Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (initial reporter), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h6 (clinical code, impact codes). Additional information: event site postal code: 8140001. A getinge field service engineer (fse) evaluated the iabp and there was no fault log, issue did not reoccur after reboot. For display output problem, fse cleaned the contacts of the cable connecting the upper display monitor board lcd and eliminated distortion by tightening the bolts on the upper display monitor board. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during use on a patient, the loaner cardio save intra aortic balloon pump's (iabp) monitor display went completely blank. Pumping did not stop and no alarm sounded. The iabp was replaced with another iabp owned by the hospital. No harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use on a patient, the loaner cardiosave intra aortic balloon pump's (iabp) monitor display went completely blank. Pumping did not stop and no alarm sounded. The iabp was replaced with another iabp owned by the hospital.